Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had appointments with their managing physician on (B)(6), 2018, (B)(6) 2018 (and (B)(6), 2018 with their gynecologist). The patient stated that they did not recall anything in particular that led to the sudden return of their symptoms. They also noted that the issue was not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was noted that the patient wants to have an MRI because of their back. It was stated that their battery could¿ve died already because they got this diarrhea that can¿t stop; it was a sudden return of their target diarrhea symptoms about 4 days ago. Troubleshooting found that their stimulation was on and set to 3.2v, and there were no error messages displayed. It was recommended that they follow up with their healthcare provider, however the patient did not have a healthcare provider currently managing their device, so they were sent a listing of local hcps. No further patient complications are anticipated or expected as a result of this event.